Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided in section with this report.

Event description:
It was reported that the auto mode was active at the time of the incident on insulin pump .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 503 mg/dl. Customer sated that the it was unknown whether the customer was using automode at the time of reported event. Customer also reported that the infusion set tubing had come apart. The device will not be returned for analysis.